Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during the patient¿s routine clinic visit, the hospital staff noted a "short pump stop", low voltage and low flow alarms in the log file. The patient stated that he did not hear an alarm. There were no active alarms from the system controller during the clinic visit. The assessment of the patient during the clinic visit was unremarkable. The patient reportedly felt good, looked good and had normal laboratory values. X-rays showed no areas of compromise or concern. The pump parameters were within normal limits for this patient. The log file was reviewed by the manufacturer¿s technical services and the reported pump stop event was confirmed. Just prior to the event, the log file captured 2 pulsatility index events with an elevation in power. The patient¿s system controller was exchanged. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 20 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of a pump stop was confirmed through the analysis of the system controller log file; however, a root cause for this event could not conclusively be determined through this evaluation. A full evaluation of the pump could not be conducted because the patient remains ongoing on vad support; however, the manufacturer¿s approved labeling contains information regarding all system controller alarms and explains that physiological factors, such as hypovolemia, can affect the filling of the pump. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.